Manufacturer narrative:
Approximate age of device ¿ 1 year and 3 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to a driveline infection. Cultures were (B)(4) for escherichia coli. A surgical revision of the driveline exit site was performed. The patient was treated with antibiotics. The infection reportedly resolved by (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the reported driveline infection cannot be conclusively determined. Local, pump pocket and driveline infections are listed in the heartmate 3 instructions for use (IFU) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regards to preventing infection are outlined in various sections of the heartmate 3 lvas IFU. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.